Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), one of the grippers did not lower; therefore, the cds was not used and was replaced. One clip was successfully implanted, reducing mr to a grade of 1-2. However, after removing the steerable guide catheter (sgc) a bidirectional shunt was observed. The patient¿s oxygen level did not lower; therefore, the physician decided to not place an occluder. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not confirm the reported gripper actuation issue as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed, a cause for the reported gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.